Event description:
It was reported that the user received an insulin occlusion alert on the ilet after a walk, noted a twist and air bubble in the infusion set tubing, and experienced hyperglycemia with a reported blood glucose up to 312 mg/dl; the issue was resolved after disconnecting, straightening the line, priming to confirm drops, and reconnecting with a filled cannula, consistent with an infusion set occlusion. Symptoms included elevated blood glucose without loss of consciousness or other acute symptoms. Outcomes included transient hyperglycemia without ketone testing, without backup therapy, and without medical intervention. Investigation included remote troubleshooting and user education. Investigation of this case revealed that tubing kinks and air bubbles were present and corrected through re-priming and reconnection with restored insulin delivery. It was concluded that the event was attributable to an infusion set occlusion that resolved after supply correction and user guidance. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.